Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal. Without return of the connector pin, a complete analysis could not be performed.

Event description:
It was reported that during the implant procedure, the physician performed a pull test after securing the lead into the header of the device, and noted the lead connector disconnected from the lead and remained in the device header. The lead was replaced with no further issues. Patient condition was good after the event.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.